Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod coils, a pod detachment handle (handle), and a microcatheter. During the procedure, the physician advanced a pod coil to the target vessel and attempted to detach the coil with the handle; however, the pod coil would not detach. While retracting, the pod coil unintentionally detached within the microcatheter. Therefore, the physician removed the pod coil. It was noted that the pod coil started unraveling while being removed. The procedure was completed with additional pod coils. There was no report of an adverse effect to the patient.